Event description:
It was reported that the customer's blood glucose (bg) was 300mg/dl. Customer alleged pump was the suspected cause of the elevated bg. Reportedly, the customer performed a system check on the pump and found the pump to be functioning properly, however, the customer maintained that there was an issue with the pump. Reportedly the customer reverted to manual injections for insulin therapy.